Event description:
During the surgery to remove the oasys implants, the screwhead was disassembled right after removing the rod. The surgeon tried to extract the screw using a driver; however, the hex part ran idle thus the screw could not be extracted. At last, the surgeon could extract the screw using pliers. The surgeon inquired us if there was a case in the past that the screwhead was disassembled in the patient while implantation.

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.